Event description:
Pt states she has pain, grinding, that implant is "coming apart" and is "unglued", but has good range of motion. Surgeon states he will replace the knee when she is ready. Her main concern is her weight and recent weight loss as the surgeon states the issue with the knee is "weight bearing".

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted that the pain reported was likely the result of loosening, wear, or infection.